Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -5.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was removed due to excessive vault. In a subsequent surgery later that day, a shorter length lens was implanted and the problem was resolved. Cause of the event was reported as the device.